Event description:
Boston scientific received information that a non-boston scientific field representative (fr) stated the right ventricular (rv) lead shock impedance measurement was greater than 200 ohms. The boston scientific fr was unable to obtain any addtional information. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.